Manufacturer narrative:
Describe event or problem: it was reported that bd syringe luer-lok¿ tip had 16 occurrences of damaged barrel, 6 occurrences of inclusions, and had 264 occurrences of defective labeling. No serious injury or medical intervention was reported. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Quality has previously reviewed, evaluated and investigated this failure mode. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: no root cause can be determined as no samples were received. Rationale: no additional actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe luer-lok¿ tip had 16 occurrences of damaged barrel, 6 occurrences of inclusions, and had 264 occurrences of defective labeling. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip contained foreign matter, was damaged, had inclusions, and had defective labeling. No serious injury or medical intervention was reported.